Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during co2 gas insufflation at the beginning of a laparoscopic inguinal hernia procedure, the gas pressure was fluctuating like if there was an occlusion. The valve seal was also damaged. The tubing set was changed to isolate the issue but did not yield any benefit. They were able to obtain the pressure required but not as easily as usual. There was no patient injury.